Event description:
It was reported that the customer had changed the battery on the insulin pump and stated that sometimes it turns on and off. Customer reported that the battery cap was damaged. Customer received a failed battery test alarm and was not able to remove the battery cap since then. Customer tried using a coin and a screwdriver, but the cap is really damaged. Customer was advised to clear the alarm. Insulin pump will need to be replaced. A replacement battery cap will also be sent. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.